Event description:
It was reported, "revision because stem was loose. Pt was feeling pain and movement in her hip."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.